Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported x-rays indicated the patient's lead implanted at the l4 vertebral level had migrated. Surgical intervention was undertaken and the lead was removed and replaced. Postoperatively, the patient reported receiving effective therapy.